Event description:
The manufacturer received information alleging a ventilator service required error message occurs. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log confirmed the allegation. The error indicates a failure occurred in the circuit which electrically maintains the on/off standby mode. The system pca was replaced as a precaution. Subsequent testing of the system pca did not confirm any malfunctions. The device was tested and operated properly.